Event description:
It was reported that during an implantable pulse generator explant due to normal eol, the right extension was significantly bent. The extension was explanted, and a new extension was implanted. Therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The reported bend in the tip of the extension was not confirmed. The extension was returned cut and incomplete. Only a 4cm header segment was received. Most of the lead body (to include the tip) was not returned. No broken wires were observed, and continuity testing passed on all channels. As the terminal end was not returned, the extension could not be analyzed. The root cause of the issue could not be determined.